Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the peel away sheath was noted on the returned sample. The one-way valve was connected and tethered to the short driveline tubing. The iabc bladder was fully unwrapped. No kinks or bends were noted to the returned sample. The sheath was not returned with the sample. No blood was not-ed on the interior or the exterior surfaces of the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0072in-0.0078in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloon dispersed" is confirmed. The iabc bladder was fully unwrapped upon receipt of the sample. The unwrapped bladder can result in difficulty advancing the iabc into the sheath/patient. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the com-plaint investigation due to the unwrapped bladder. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that "the patient underwent intra-aortic balloon counterpulsation, and after blocking the helium end of the retractions with a one-way valve, the balloon was removed. After about 10 minutes of rest, the balloon dispersed and we retracted the gas inside, but it was no longer able to recover to a tucked-up state for puncture through the vascular sheath". A 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). UDI#: (B)(4).

Event description:
It was reported that "the patient underwent intra-aortic balloon counterpulsation, and after blocking the helium end of the retractions with a one-way valve, the balloon was removed. After about 10 minutes of rest, the balloon dispersed and we retracted the gas inside, but it was no longer able to recover to a tucked-up state for puncture through the vascular sheath". A 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".